Event description:
It was reported that an ilet pump displayed unresponsive touchscreen behavior with visible lines on the screen, leading to a nonresponsive display and necessitating replacement; the identified device problem involved an unresponsive input interface and a touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected; the user transitioned to backup therapy and continued cgm use. Investigation included communication with the user and a receipt and inspection of the returned device. Investigation of this case revealed a damaged display during visual inspection. Review of the display assembly found a hairline crack to run the length of blackened pixels and beyond. It was concluded that the cause was traced to a component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.